Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) lead and the right ventricular (rv) lead two days after implanted were explanted due to infection. No further patient complications have been reported as a result of this event.